Manufacturer narrative:
The field event of a battery performance alert was not confirmed. The image showed that a battery performance alert had not been detected and no alert was not seen on the programmer printouts. No device anomaly was found.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was stable post-procedure.